Event description:
It was reported that the balloon ruptured at 17atm during the initial inflation. The device was retracted with difficulty through the 7fr sheath. Another balloon was used to complete the procedure. There was no reported pt injury.

Manufacturer narrative:
A manufacturing review was performed. The lot met all release criteria. This is the first complaint reported to date for this lot number, with these failures modes. The investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause could not be determined based upon available information. It is unk if pt and/or procedural issues contributed to the reported event.